Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the filling cap. The device was filled with 5-fluorouracil. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 15, 2019 - august 16, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was no evidence of a leak at the filling cap depicted in the photograph. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.